Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. The patient reported that his implantable neurostimulator (ins) would not charge. He noted seeing a poor communication screen. The patient stated the last time he successfully charged was about a month ago and the last time he used stimulation was about a month ago. The patient reported his ins depletes faster than it would before. He stated that he did not have any changes to programming in the last 6 or 7 years and has not needed to increase stimulation much. He noted he doesn't need the stimulation as much anymore. The patient reported this was the first time the ins has been in overdischarge. There were no symptoms reported. Follow up was conducted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.